Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted a cut in the insulation approximately 20 centimeters from the lead¿s terminal pin, most likely a result of the explant procedure. Further inspection of electrode tip and helix found no anomalies. Resistance testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that there was loss of capture on this right ventricular (rv) lead. A dislodgement is suspected. The patient was hospitalized and a revision procedure was scheduled. No adverse patient effects were reported as this patient is not pacemaker dependent.

Event description:
Additional information was received that a revision was performed. During the procedure, the physician noticed there was a high current during testing and decided to explant this rv lead. A new rv lead of the same model was successfully implanted and yielded normal measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted rv lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). At this time, the rv lead remains implanted and in service. Once any additional information becomes available, this report will be updated.